Event description:
While investigating a (B)(6 )male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed a bi-phasic pulse test. The pt was used a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a bi-phasic pulse test. The cause for the failure was isolated to shorted u727 and u728 microprocessors on the distribution node pca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the shorted components. The pt received a replacement electrode belt.